Event description:
It was reported that the device was used during a right middle lobe resection, the staples did not form correctly. A new product was opened to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Device was not returned for evaluation.